Manufacturer narrative:
Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed that only one implant was deployed and the second implant was partially release; therefore, the complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l09493, and no non conformances were identified. The photo did not provide evidence of the root cause for the reported failure. Hands on analysis should provide the evidence necessary to discern a specific root cause. The possible root cause for this issue can be attributed to the handling of the device, the operator did not squeeze the red trigger to its fully position. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction including meniscal repair surgery on (B)(6) 2021, it was observed that the truespan 24 degree peek did not deploy. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.